Event description:
It was reported that the patient received a shock while in the shower. It was also reported that there was t-wave oversensing. Follow-up revealed that there was no intervention. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.